Event description:
It was reported that the dexcom g7 cgm paired with the dexcom app but failed to pair with the ilet pump, consistent with an intermittent communication failure involving the antenna/electrical and magnetic components; the user toggled sensor types and re-paired, after which the sensor connected and readings appeared. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure related to the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.